Manufacturer narrative:
Siemens completed a technical investigation of the reported event. No device malfunction was identified. The system is within specification and in accordance with technical standards. No further action is warranted at this time. The reported event occurred in (B)(6).

Event description:
It was reported to siemens that the patient injured his finger while trying to get onto the somatom go. Now system table for a diagnosis procedure. The patient's finger became caught in the table side rail, resulting in compression, abrasion and bleeding. The injury is considered to be moderate. The patient's wound was treated with a bandage and no further injury was reported. The patient's health status is reportedly good. While no device malfunction was identified, this report is being submitted with an abundance of caution due to patient injury.